Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked due to the customer rolling over onto it; pump was not functional. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.